Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer's blood glucose level. The customer managed to resolve the issue by changing to a different tandem charging cable while continuing to use the original tandem wall adapter. The pump began charging, and no further assistance was required.